Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused medication to the patient. After the expected therapy time was complete, it was observed that the medication dose had not been delivered to the patient and residual medication remained within the device. The device was filled with cefazolin 6000 mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from january 03, 2019 - january 07, 2019. H10: the actual devices were not available; however, two photographs of the samples were provided for evaluation. The photographs were visually inspected and showed fluid inside the bladder which suggested an under infusion may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.